Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port tubing is cracked. The following information was provided by the initial reporter: patient in pitc to get rituximab infusion. Infusion started at 0917 at 73 ml/hr. At 0950, rn called into room by patient due to patient noting leaking of IV. Med stopped at 0950. Leak identified on tubing connected directly to IV cannula therefore IV would need to be replaced. Rn paged provider and informed of crack in tubing. Per provider no need for any interventions. IV replaced and medication restarted at 1025.